Manufacturer narrative:
(B)(4). Batch # r59h6l. Device analysis: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload, however did not achieved and complete firing sequence. Further analysis showed that the reverse button was damaged. No conclusion could be reached on what caused the damage to the device, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy, the blade (pse45a) didn't move to forward. There were no patient consequences reported.